Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory also indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from electromagnetic interference from the diathermy used during the device change out procedure. The physician indicated that the device was deactivated; however, therapies had only been suspended. The device was deactivated and explanted and replaced. The patient reported having a sore chest and was given medication to provide comfort. No further patient complications have been reported as a result of this event.